Event description:
Pt augmented with saline breast implants in 1995. No problems until 2004 when they noted a significant decrease size on right side. Pt underwent bilaterial implant removal and replacement with silicone gel implants. Right implant partially deflated and left implant intact.